Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins) for peripheral neuropathy and spinal pain. It was reported the device was overdischarged for reasons unknown. The patient was unable to do a power-on-reset (por) and stated they would call the rep when they were available to do so. The issue was not resolved, but the patient was going to call the rep to schedule. No symptoms or further complications were reported.